Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. The insulin pump has normal operating currents. No unexpected low battery alarm noted. However, the insulin pump was received with cracked case at the display window corners, broken reservoir tube lip, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Cracked reservoir compartment and battery drainage were also reported. Customer's blood glucose level at the time was unknown, however blood glucose levels of 400 mg/dl and 393 mg/dl were reported. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.